Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 29oct2018. The customer's biomedical department inspected the device and could not duplicate the reported issue. Reportedly, the air flow sensor was not passing extended self test. The customer replaced the air flow sensor and the ventilator passed all performance specification testing.

Event description:
It was reported that the ventilator would not turn on. There was no patient involvement. The event date was not specified; estimate used.